Event description:
Customer reported a chemo leak. Stated that their patients receive lengthy infusions of chemo, they are seen in the clinic, the infusions are started at approx. 4.5 ml/hr and the patient is sent home with the continuous infusion. A patient was seen in their clinic on (B)(6) 2013, a new maxplus valve was placed on the PICC line and the patient went home. Approx. 3 hours later, the patient called and reported leaking. The patient returned to the clinic and the user identified leakage at the maxplus-IV set connection site. The maxplus was replaced; the infusion restarted without incident and no recurrence of leakage was reported. There was no patient, family or staff harm reported and no medical intervention was required. Customer did not provide any add¿l patient or event details.

Manufacturer narrative:
(B)(4). No product received per customer as set was discarded. The customer complaint of chemo leaked from IV connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.